Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the reported failure was not verified. Therefore, this complaint cannot be confirmed. All video inputs on this unit test fine with no issues. No blurry image was found. Additionally, a monitor was hooked up to the hdmi out port and it displayed the software gui and live video with no issues. The root cause for the reported failure is undetermined as the device was found to be performing as intended. However, it is recommended that the user checks any external cables or video sources on their end for more troubleshooting. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via email that during a trial the image management system would not input patient information through the dvi-d setup. The patient information was input directly through small evo device. The image was also blurry. The trial was completed with a different tower. There was no patient consequence. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.